Manufacturer narrative:
Taper ii. . Analysis of the device noted there were no evidence of leakage and no resistance to flow in the device. Observation of the port septum noted coring consistent with use of a coring needle. The band tubing, port tubing and shell had evidence of surgical damage noted by separation and striations that may have been made to facilitate the removal of the device. The access port contained a non-penetrating nick, likely to be caused by a needle. No additional information has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Surgeon reported 'band not functional' after numerous adjustments. The band would not restrict, even the port was replaced.